Event description:
A complaint was received that reported that a customer when using excel off brand reagent strips in customer's glucometer elite system was receiving erratic results. Examples were 253, 198, 200, and 134 mg/dl. These different readings could be clinically significant. While on the phone a review of the operation of the system was attempted. At the time of the call testing materials were not available. These were provided. The customer was re-contacted and the testing continued. The system performance was satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. The complaint is considered closed for purposes of MDR.